Event description:
It was reported that double beeping was experienced.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 29-jun-2022 via email and attached to complaint object: the events did not occur while in use with the patient. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream sensor cause double beep and alarmed. Replaced downstream occlusion sensor. The cause of the reported problem could not be determined. Product is beyond 6 years from manufacture date of 2016-08 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous 3 years and there was no indication of a service issue during the investigation. D4: model number: 6400.